Event description:
The following was reported: ps insert removal and replacement of new insert. Original tka occurred approx. 12 years ago. Pt presented with "my knee feels less stable". Ps insert post has snapped and insert upon removal presented yellow and brittle.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a triathlon insert was reported. The crack/fracture and wear events were confirmed via evaluation of the returned device. Instability was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: material analysis: a material analysis was performed and concluded the following: "review of triathlon #4 ps insert 9mm, catalogue # 5532-p-409, lot code lbh473 confirmed discolouration and material loss on the component. Characterisation using stereo microscopy confirmed discolouration consistent with absorption of synovial fluid and delamination of the component consistent with articulation against the femoral component. Due to extensive material loss, no manufacturing or material related defects could be observed on the component surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Visual inspection of the returned device was performed as part of the material analysis: the material analysis concluded the following: "review of triathlon #4 ps insert 9mm, catalogue # 5532-p-409, lot code lbh473 confirmed discolouration and material loss on the component. Characterisation using stereo microscopy confirmed discolouration consistent with absorption of synovial fluid and delamination of the component consistent with articulation against the femoral component. Due to extensive material loss, no manufacturing or material related defects could be observed on the component surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: ps insert removal and replacement of new insert. Original tka occurred approx. 12 years ago. Pt presented with "my knee feels less stable". Ps insert post has snapped and insert upon removal presented yellow and brittle.